Manufacturer narrative:
Section b3: the event date was estimated. Manufacturer's investigation conclusion: the reported event of persistent low voltage alarms on system controller (B)(6) was not able to be confirmed. Provided information stated that a system controller exchange was performed, which resolved the alarms. Multiple attempts to obtain additional event information from the patient were attempted, but no response was received. The system controller was not returned for evaluation. The root cause for the reported event was unable to be conclusively determined via this analysis. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with low voltage conditions. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The event date was estimated. It was reported that the patient presented to the clinic with a persistent low flow alarm. A system controller exchange was performed.